Event description:
It was reported that during an unknown procedure, at the end of surgery the enseal art began to send an error to ¿replace the instrument¿ repeatedly. The enseal works well during the procedure and it was the first time that the surgeon used the enseal. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was damaged at the retention pin interphase. Resulting in the jaw being loose and difficulty in opening and closing of the jaws. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.